Manufacturer narrative:
Analysis of the neurostimulator model 37714 serial # (B)(4) showed no significant anomalies and that the device had a reduced capacity due to overdischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) indicating that all issues resolved after the explant and the patient received instant relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further evaluation of the event determined that only adverse event should have been selected. There was no reported product problem in the event and it should not have been selected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that "something was going on with the "whole left side of her body." The patient experienced headaches, eyes droop, blurry vision, and that their chest was heavy. It was also mentioned the patient always had light headedness and headaches, but just on the left side of the brain. The patient went to the emergency room (ER) for her symptoms. The patient stated that the healthcare provider (hcp) tried everything to see if their symptoms were related to the device. An x-ray and CT scan were performed, but results showed nothing. The patient was checked her lungs for blood clots in the lungs, but the lungs were fine. The patient was given vitamin d and was treated for diabetes, but nothing was working. It was reported that the patient felt like they were going to fall over. The patient had an incident at work where they were going to fall over and "had no color." The patient¿s blood pressure and pulse were checked and everything seemed to be fine. No trauma or falls were reported that could have been related to the patient's issues. The patient later reported the next day that she had turned stimulation off at 4:30 the day prior and that had resolved most of their symptoms, except they still had a headache on the left side. It was also mentioned that she had been told that her implantable neurostimulator (ins) would last 4 years and she was due for a change. No device issues were alleged regarding this event. Additional information received from the manufacturer¿s representative on (B)(6) 2017 reported that the ins system was explanted. The representative was not present at the time of explantation. It was unknown if the issue was resolved and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had "pain and numbness" and they had attempted to reprogram multiple times. They were explanted (B)(6) 2016 and the issue was reportedly resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the patient was seen pre-explant and post-explant. The patient requested the removal stating that they no longer used it. On (B)(6) 2016 the patient met with an hcp at an office visit and the patient experienced peculiar left facial and trunk and upper and lower extremity numbness and weakness. The explant occurred on (B)(6) 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-17. The patient stated that the explant resolved their issues. No further complications were reported.